Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a pericardial effusion, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, while attempting to grasp, the clip delivery system (cds) device was rotated posteriorly to get a good posterior grasp. Once deployed, it was suspected that the atraumatic tip shifted posteriorly and may have made contact with the posterior wall, causing a pericardial effusion. The physician ended up tapping the patient and getting blood out. A second cds device was successfully implanted with no issues, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the pericardial effusion cannot be determined. However, pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.